Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "symptoms" and "pounding" in the chest since implant. The patient also reported that the implantable pulse generator (ipg) "moved" and could "feel pacing". The ipg remain in use. No patient complications have been reported as a result of this event.